Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent an endovascular procedure to treat a highly calcified lesion in the left superficial femoral artery (sfa) using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). After inserting a sheath (destination® 6f 45cm) from the right femoral artery with a crossover approach, and passing a guidewire (v-18 300cm) through the lesion, when pre-dilation was performed, bleeding was observed near the sfa p1 area (upper popliteal artery). The physician attempted to implant the viabahn device, which also served as hemostasis, but the deployment line got stuck after approximately 1cm of the vsx device had expanded. Since the stent graft was not sealed to the vessel wall, the viabahn device was removed from the patient's body with the sheath. The procedure was continued using new viabahn devices, covering the entire lesion. The procedure was completed after confirming good blood flow and no endoleaks by angiography. The patient tolerated the procedure and no consequences to the patient were reported. As reported, the physician stated: I believe that this event was caused by the deployment line getting caught in the strut of the stent graft.

Manufacturer narrative:
D8: updated to reflect device no longer available for evaluation. Device was discarded at the user facility.